Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display device is not alerting at the proper threshold. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver charge and boot was performed and passed. The receiver functional test was performed and passed. The receiver try it manual test was performed and passed. The receiver log was downloaded and reviewed. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Com-(B)(4).

Event description:
No changes to b5.